Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 190 mg/dl. Reportedly, tandem technical support reached out to customer to perform a pump reset; however, the customer declined further assistance from tandem technical support regarding the issue. Customer continued to use pump for insulin therapy.